Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for a suspected infection at the evoke closed loop stimulator (cls) implant site. An infection was confirmed. The cls implant site was cleaned, and antibiotics were administered to resolve the reported event.